Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026 the patient experienced an insulin flow block alarm due to a bent cannula. The insertion site was the abdomen and the event occurred within same day of insertion.